Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported to fresenius that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred approximately thirteen minutes after the hd treatment was started. The blood leak was confirmed to be visually observed in the arterial header cap of the dialyzer. The machine, a 4008s hd machine, did not produce a blood leak alarm. A blood test strip was not used. No physical damage was noted on the dialyzer. Once the blood leak was identified, the treatment was immediately stopped. The patient¿s estimated blood loss (ebl) was 250 ml. The patient was able to complete their treatment after being re-setup with new supplies on a different machine. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for manufacturer evaluation. However, a video was provided which shows the dialyzer connected to the machine.

Event description:
A user facility reported to fresenius that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred approximately thirteen minutes after the hd treatment was started. The blood leak was confirmed to be visually observed in the arterial header cap of the dialyzer. The machine, a 4008s hd machine, did not produce a blood leak alarm. A blood test strip was not used. No physical damage was noted on the dialyzer. Once the blood leak was identified, the treatment was immediately stopped. The patient¿s estimated blood loss (ebl) was 250 ml. The patient was able to complete their treatment after being re-setup with new supplies on a different machine. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for manufacturer evaluation. However, a video was provided which shows the dialyzer connected to the machine.

Manufacturer narrative:
Plant investigation: the complaint device was not available to be returned to the manufacturer for physical evaluation. However, a four second video was provided for review. The video shows a dialyzer being used for treatment where blood is visible on the outside of the fibers, indicative of an internal leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) and one non-conformance (nc) reported on the lot, both of which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Based on the available information, the leak was able to be confirmed due to a fiber leak. The probable causes for this failure to occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.